Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had a system explant. All products were removed, except for a partial lead. This lead had been unable to be removed during a previous procedure, and had been cut and left in the patient. The physician did not wish to attempt to explant this piece as it is not located in the foramen and was not newly implanted. No additional information is available.